Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation as the patient was unable to increase amplitude. System diagnostics determined high impedances on the lead (model 3245). X-rays obtained did not reveal any anomalies. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the lead was explanted and replaced with another model which resolved the issue. Effective therapy was restored postoperatively.